Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple pyxis device issue with log in and required user to input password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pyxis devices experienced login issues, requiring users to input their passwords, but access was not granted upon entry. A technical support specialist (tss) identified some system level errors that may contributing to the problem and solved the issue by following the knowledge article - data gathering for bio ID / failure to log in cases for anesthesia es. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple pyxis device issue with log in and required user to input password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.